Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the scale body of the depth gauge was difficult to slide through the sleeve body. No reported time delay for any procedure; no reported need to use an alternate device. This complaint occurred during sterile processing as the device was being cleaned and reassembled. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history records were reviewed and ncr #1001072 was found on p/n es0003.19 lot #5878132 for d1 undersize on supplier parts. The entire lot of parts was returned to the supplier. This nonconformance is not relevant to the complaint because when the dowel pin is in the assembly it does not affect how smooth the slide moves. No issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the part was received for evaluation with complaint category ¿sticks/jams/stuck¿. The modular hand system technique guide (j2986-h) and product drawing 319_004, dco# 110210, revision f was reviewed during this evaluation. Per the complaint, it states ¿¿the scale body of the depth gauge was difficult to slide through the sleeve body.¿ if the product is not lined up properly geometrically to match the mating part, it will be very difficult for the depth gauge to slide into and through the sleeve body. If the product is aligned correctly, the product slides through easily. Based on a review of the product drawing and returned sample, no problem was found. The root cause for complaint is unknown. Based on a complaint search criteria of whether there was difficulty of the depth gauge sliding through the sleeve body, there is only 1 complaint in the global complaint history between january 2006 ¿ current. Complaints pertaining to sliding or sticking after the depth gauge passed through the sleeve body were not included. Since this is a reusable product, (B)(4). The compact hand/modular hand system design & clinical risk management document (se_244696_ad, rev. Ad) adequately addresses this complaint event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.